Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. No unexpected number ramping noted. Unable to perform the displacement test, rewind, basic occlusion, occlusion test, prime and the excessive no delivery test or test the suspend feature due to no button response. The insulin pump had a minor scratched display window, cracked battery tube threads, broken belt clip slot and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the buttons on the insulin pump were unresponsive. Customer reported that the numbers were ramping up. Customer also stated that he had a high blood glucose reading of 287 mg/dl and treated with a bolus. Customer declined any troubleshooting. Caller's current blood glucose reading is 122 mg/dl. No further information reported.